Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer reported concern of the pump over infusing could not be confirmed. According to the investigation the unit was infusing higher (approx 2.7% average) which the customer perceives to be a failure, but the max tolerance is 3%, therefore the pump infusion was within spec. According to the investigation, the pump expulsor will be trim to bring it closer to normal for customer satisfaction. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test (over infusing). No patient was involved in this event. No adverse effects were reported.